Manufacturer narrative:
An event of atrial fibrillation was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. If returned, investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, an amplatzer pfo occluder was selected for an implant. After catheter insertion, atrial fibrillation (af) occurred on the patient and so ice was concomitantly used. This af was determined to be iatrogenic paroxysmal atrial fibrillation. The pfo occlusion procedure was continued. When the catheter was removed, sinus rhythm returned to normal. The issue was resolved without sequelae.